Manufacturer narrative:
The device was not returned for evaluation. The patient reported the cannula was damaged. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / page 34 . Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged.  If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose. Chapter 4 / page 36. Warnings:  test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.  Needle mechanism failure with high bgs or medical intervention.

Event description:
It was reported that the patient's blood glucose levels reached 290 mg/dl while wearing the pod for longer than 48 hours. When removed from the infusion site (leg), the pod's cannula was found "cracked". As treatment, patient's father stated a new pod was applied after the event.

Manufacturer narrative:
The exposed soft cannula of the received pod was found to be flattened near the distal tip. The fluid passed freely through the complete fluid path during fluid path test, even though the exposed soft cannula was damaged. It could not be determined when this damage to soft cannula occurred. Pod download data showed an 0x69 hazard alarm generated. Multiple timeouts were also observed in the data. The actual cause of the hazard alarm generation could not be determined. Generation of hazard alarm stopped the delivery of insulin. It could not be conclusively determined if the exposed soft cannula damage linked to the hazard alarm generation. Inspection of the device found drag marks on tube nut below the clutch spring, closer to the reservoir cap. This indicated an interference between the tube nut and the reservoir cap, caused due to misalignment between them. But it could not be determined if it linked to the hazard alarm generation.